Event description:
It was reported that a staff member's finger was caught between the seat tubes and the frame and she suffered a fractured finger when she was opening the wheelchair.

Manufacturer narrative:
A staff member was opening the wheelchair and crushed the tip of her right middle finger between the seat tube and the frame. A fracture resulted. The sample was returned and evaluated. Upon evaluation it was determined that the facility had not complied with the field correction which previously took place. The facility did not know where they purchased the wheelchair. It had been in storage prior to their hosp opening 2-3 years ago. A replacement was provided to the facility. No further action is indicated at this time.